Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator implant. The patient was intubated throughout the implant secondary to an out of hospital arrest. The next day, the pacemaker dependent patient was extubated and episodes of noise with pacing inhibition were noted. An x-ray was performed which showed that the leads were still in good position. On (B)(6) 2018 the patient¿s pocket was reopened and complete pacing inhibition was observed along with high, out-of-range right ventricular lead impedance. It was noted that the right ventricular lead could be pulled out of the header without retracting the set screw. The device was tested and the cause of the issues was determined to be a loose set screw. The physician also noted that during initial implant, the atrial set screw needed to be retracted prior to the insertion of the lead. The procedure was completed without any negative effects and there were no post procedure events.